Event description:
The physician used an nc euphora balloon catheter to post-dilate a stent which had been implanted to treat a moderately tortuous, severely calcified lesion with 90% stenosis in cass # 3 of the right coronary artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. The device did not pass through a previously deployed stent. Negative prep was performed with no issues. Resistance was encountered when advancing the device. It is reported that the balloon burst during inflation. This occurred on the first post-stent dilatation at less than rated burst pressure (rbp). The device was replaced with a medtronic product. No patient injury is reported.